Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. The patient reported 4 instances in which each event has similar details but occurred on different event dates. On or around (B)(6) 2025, following a social media post, the patient reported experiencing symptoms suggestive of another episode. The patient referenced three prior adverse events, stating: ¿it cost me to have three diabetic strokes and it's been a couple months. I think that I'm feeling another one because I can't hardly walk and it was showing extremely low the other night when I drank orange juice and I couldn't get it to go back up come to find out it was extreme.¿ per follow up with technical support on (B)(6) 2025, the patient declined to provide additional details regarding these events. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. The patient reported 4 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).